Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer's sensor glucose value was 229 mg/dl and blood glucose value was 60 mg/dl. The difference between readings was not within an acceptable range. Customer found that the current sensor was bent and the sensor was replaced.

Manufacturer narrative:
One opened and used sensor was inspected and a continuity resistance test performed. The sensor passed per specifications. A bicarbonate buffer test was performed and the sensor passed with accurate readings.